Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, d9, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the light bundle of insertion part is slightly broken. Based on the results of the investigation, this event is caused by a component failure of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device the up-board cracking. The issue was found at clean and disinfection. There were no reports of patient harm.